Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 597mg/dl, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. The bolus wizard in the device was correct. The customer stated that the cannula was not bent. Advised the mother to call back when the tubing clamp arrives to perform the high pressure test. Instructed the caller to change the infusion set and reservoir. No further information was provided.